Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device mp2675, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture broke easily during the procedure. Changed another one to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.